Event description:
It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6) 2009 (B)(6). According to the complainant, during the procedure, no audible tone was produced when the footpedal power button was pressed in both cut and coag modes. The procedure was completed with another endostat ii electrosurgical unit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (no audible tone). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).